Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be, " improper consideration of end user requirements-shipping or handling caused damage to device." The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "1. Place the patient (1.8 - 4.5 kg; 4.0 - 9.9 lb) on the pad. Avoid placing the patients over the manifolds or other high pressure locations. The rate of temperature change and potentially the final achievable temperature is affected by pad surface area coverage, placement, patient size, and water temperature range. 2. The pad surface must be contacting the skin for optimal energy transfer efficiency. A) if desired, the center section of the pad can be wrapped around the patient¿s torso and secured in place using the velcro tabs provided. If this option is in use, ensure that the edges of the pad are away from articulating areas of the body to avoid irritation. Place pads to allow for full respiratory excursion. (E.g. Ensure free movement of the chest and abdomen are guaranteed). The pads may be removed and reapplied if necessary. Pads should be placed on healthy, clean skin only. 3. Due to the small patient size (1.8 - 4.5 kg; 4.0 - 9.9 lb) and the potential for rapid patient temperature change, it is recommended to use the following settings to the arctic sun® temperature management system: water temperature high limit: =40°c (104°f). Water temperature low limit: =10°c (50°f). Control strategy: 2. 4. Due to the small patient size (1.8 - 4.5 kg; 4.0 - 9.9 lb) it is recommended to use the patient temperature high and patient temperature low alert settings. 5. Place a core patient temperature probe and connect to the arctic sun® temperature management system patient temperature 1 connector for continuous patient temperature feedback. A rectal or esophageal temperature probe is recommended. 6. Verify patient core temperature with an independent temperature probe before and at regular intervals during use. 7. Attach the pad¿s line connectors to the fluid delivery line manifolds. 8. See arctic sun® temperature management system operators manual and help screens for detailed instructions on system use. 9. Begin treating the patient. 10. If the pad fails to prime or a significant continuous air leak is observed in the pad return line, check the connections, then if needed, replace the leaking pad. Once the pad is primed, assure the steady state flow rate displayed on the control panel is appropriate. The minimum flow rate should be 1.1 l/m. 11. When finished, purge water from pad." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was displaying "low flow". Current flow rate=0.5l/min, patient temperature=35.6c, water temperature=34.3c. It was stated that the neonatal pad displayed "low flow" ,however, the flow rate should be 1.1l/min or higher. With the pad attached system diagnostics showed the flow rate=0.5l/min, inlet pressure -7.1 and circulation pump pressure=23%. Rewarm log read from 35.4 at 0.5c to 37c.the nurse checked the pad for bends or kinks and found that at the bottom of the pad where the tubing gets attached had a bend. It can be straightened out and flow rate got up and then it returned to the same bent shape and the fr dropped. When the pads were straightened out the bend and the flow rate rose to 0.9l/min and then within a short time the flow rate was 0.5l/min. The nurse stated that this was the same issue they had with the previous pad. It had the same bend. Per follow up 22jun2020. Nurse stated, therapy was completed on the pads dycty591. They used a clamp on the pads to keep flow optimal. They disposed of both set of pads and sent back an unopened set of pads from that same lot.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was displaying "low flow". Current fr=0.5l/min, pt=35.6c, wt=34.3c. It was stated that the neonatal pad displayed "low flow" ,however, the fr should be 1.1l/min or higher. With the pad attached system diagnostics showed the fr=0.5l/min, ip -7.1 and cp=23%. Rewarm log read from 35.4 at 0.5c to 37c. The nurse checked the pad for bends or kinks and found that at the bottom of the pad where the tubing gets attached had a bend. It can be straightened out and fr got up and then it returned to the same bent shape and the fr dropped. When the pads were straightened out the bend and the fr rose to 0.9l/min and then within a short time the fr was 0.5l/min. The nurse stated that this was the same issue they had with the previous pad. It had the same bend.